Manufacturer narrative:
(B)(4). Info not provided by affiliate. Analysis summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during an unk procedure, error code 5: instrument. Another device was used to complete the case with no pt consequence.